Event description:
It was reported that the patient received an inappropriate shock due to oversensing of different morphology complexes. The patient presented to the emergency room and it was determined that the patient has different conductive pathways. Review of the data stored found an additional two untreated episodes due to oversensing. The patient was admitted to the hospital and underwent a revision procedure a few days later. The s-ICD was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. It was noted that on the electrocardiogram during the procedure, there were multiple premature ventricular contraction (pvc)s and different conduction patterns. Additional information was received that the s-ICD was left in place, electrically abandoned, and not explanted. An explant procedure will occur at a different time but has not yet been scheduled.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being sent to correct d6b: explant date, as it was removed and b5 describe event or problem as there was clarification of information that was previously sent.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of different morphology complexes. The patient presented to the emergency room and it was determined that the patient has different conductive pathways. Review of the data stored found an additional two untreated episodes due to oversensing. The patient was admitted to the hospital and underwent a revision procedure a few days later. The s-ICD was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. It was noted that on the electrocardiogram during the procedure, there were multiple premature ventricular contraction (pvc)s and different conduction patterns.